Event description:
The drill bit broke off in the patient's humerus. Approximately, 2cm of the bit was left in the patient's left humerus as noted by the x-ray. The bit was left in the patient due to the physician's discretion.